Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to diabetic ketoacidosis. The customer's current blood glucose was 487 mg/dl. The customer experience vomiting and pain in arm symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Customer test positive for ketones. Customer had bent cannula. It was unknown that customer was using insulin pump or not. The insulin pump will not be will be returned for analysis.